Manufacturer narrative:
The following fields have been updated due to additional information: d.4. Medical device lot #: 8356762; d.4. Medical device expiration date: 2023-12-31; h.4. Device manufacture date: 2018-12-22.

Event description:
Material no: 301027, batch no: 8356762. It was reported that before use of the bd plastic non-sterile luer-lok¿ tip syringe the scale markings were illegible. The following information was provided by the initial reporter: "illegible measurements, damaged/inoperable".

Manufacturer narrative:
H.6. Investigation: one photo of a loose syringe of unknown volume was received and evaluated. It was observed there was minimal scale markings present on the outside of the barrel. There were no numbers present and the grad lines were very faded and smeared. This was rejectable per product specification. Potential root cause for the illegible scale defect is associated with the marking process. The batch # is unknown, therefore defective rate cannot be identified. Batch # is required to determine if corrective actions are necessary. No corrective actions will be taken based on the available information. A device history record review could not be performed as lot number was unknown. H3 other text : see h.10.

Event description:
Material no: 301027 batch no: unknown. It was reported that before use of the bd plastic non-sterile luer-lok¿ tip syringe the scale markings were illegible. The following information was provided by the initial reporter: "illegible measurements, damaged/inoperable".

Manufacturer narrative:
Investigation: one photo of a loose syringe of unknown volume was received and evaluated. It was observed there was minimal scale markings present on the outside of the barrel. There were no numbers present and the grad lines were very faded and smeared. This was rejectable per product specification. Potential root cause for the illegible scale defect is associated with the marking process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material no: 301027, batch no: 8356762. It was reported that before use of the bd plastic non-sterile luer-lok¿ tip syringe the scale markings were illegible. The following information was provided by the initial reporter: "illegible measurements, damaged/inoperable".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: 301027, batch no: unknown. It was reported that before use of the bd plastic non-sterile luer-lok¿ tip syringe the scale markings were illegible. The following information was provided by the initial reporter: "illegible measurements, damaged/inoperable".